Event description:
Nurse practitioner attempted to apply 14 day pico dressing to patients right knee. Leak error continued to show despite enforcing boarders and using new dressing. Determined the error was with the pico pump. Pump was switched out and new dressing applied without error.